Event description:
Philips received a report that a user accidentally dropped the top part of the nvc head coil onto the patients face during removal of the coil. The patient sustained a broken nose as a result of the drop.

Manufacturer narrative:
Philips has investigated the incident. There was no malfunction of the coil that was used. The top part of the coil slipped from the hand of the user during removal which caused the fall. This is considered an unfortunate incident that could have been prevented. No further actions are required.